Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on post operative check, the right atrial (ra) lead was not capturing both bipolar and unipolar. Reprogramming was completed at maximum output. Dislodgement was suspected. Two days later whilst the physician was revising the ra lead the patient was found to be in 2-1 atrial ventricular block. The ra lead remains in use. No patient complications have been reported as a result of this event.